Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain and spinal pain. It was reported there was a power-on-reset (por). The patient offered conflicting information. They stated the ins was charged, even though they forgot to charge it for a long time and it now showed a por. The patient stated the last successful recharge was in may, but then stated they charged several times since may until they got busy and forgot. The patient again offered conflicting information and stated the ins recharger (insr) showed the ins battery was ¾ full. However, after replacing the batteries in the patient programmer (pp), the pp showed the ins needed to be recharged icons and the insr confirmed low ins battery. The patient stated it took four hours to successfully recharge the ins battery to full two days ago. The patient stated it took them an hour to get past the por on the insr. The por occurred while trying to recharge. Therapy stopped as a result of the por. No further complications were reported. **see pe (B)(4) for details related to difficulties with MRI mode, seeing the rep in (B)(6), etc.**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they encountered a por again and needed to meet with a rep because they had an MRI appointment scheduled soon. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.